Event description:
It was reported that the pt experienced an overdose with drowsiness, sedation, and pt being "floppy" (low muscle tone). The pt was described as being "unresponsive and hardly alert", per the pt's health care provider (hcp). It was stated that there were conflicting reports from the pt's various caregivers as to when the pt's symptoms began. The hcp suggested that the pt's symptoms began gradually during the week of (B)(6) 2010. A volume discrepancy problem was reported with the pt's pump, where the actual residual volume was less than the expected residual volume. Per the hcp, the expected residual volume was 7.5 ml and the actual residual volume in the pump was less than 1 ml. The hcp reported that there was difficulty in filling the pt's pump reservoir. After filling the reservoir with 18 ml, the hcp felt "pressure" and no more drug could be placed into the pump reservoir. The hcp then turned the pt's pump down to the minimum rate mode. The pt's sedation improved, for a short time, but did not last. No other diagnostic studies were performed. No further details or pt outcome were provided. When asked whether the pump volume discrepancy involved a potential pt adverse event or product complaint, a medical consultant indicated that there may have been a chance that this was the case (the physician's wording was, "probably not."). Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).